Manufacturer narrative:
The information provided with the initial report were incorrect.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was 439mg/dl. The mother states they noticed the needle being bent. The mother declined to troubleshoot for the high blood glucose. The customer states the alarm was resolved by complete set and reservoir change. The customer was advised to monitor the device and call back if issues persist.